Event description:
The user visited the clinic on (B)(6) 2021 for in situ testing as the user reported inconsistent hearing performance with the device. Re-implantation is scheduled. However, no date has been provided yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition two channels were left extra-cochlea at implantation surgery. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user visited the clinic on (B)(6)2021 for in situ testing as the user reported inconsistent hearing performance with the device. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. In addition, two channels were left extra-cochlea at implantation surgery. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user visited the clinic on (B)(6) 2021 for in situ testing as the user reported inconsistent hearing performance with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition two channels were left extra-cochlea at implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic on (B)(6) 2021 for in situ testing as the user reported inconsistent hearing performance with the device. Re-implantation is scheduled. However, no date has been provided yet.